Manufacturer narrative:
Batch review performed on 12 march 2020: lot 180060: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch reviews performed on 12 march 2020: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 32 size m 0 (k112115) lot 186539: (B)(4) items manufactured and released on 27-nov-2018. Expiration date: 2023-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Liner: mpact 01.32.3241hct flat pe hc liner 32/d (k103721) lot 186964: (B)(4) items manufactured and released on 25-oct-2018. Expiration date: 2023-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: revision tha performed after an unspecified length of time since primary surgery. According to report, causes for revision are pain and extra-articular impingement. The latter cannot be determined by looking at the frontal xray. The cause of pain is not specified. The image supplied shows an acetabular cup protruding beyond the medial acetabular wall, which could well be a cause of pain and contribution to shortening the leg and causing extra-articular impingement. The history of this acetabular protrusion is not known. The stem was reported to be well integrated, the reason for removal was not specified. Apparently, the protruded cup has been left in place. There is no hint that a defective device has caused this problem.

Event description:
Revision surgery performed about 1 year after primary (the exact primary date is unknown) due to pain and extra-articular impingement (greater trochanter and proximal rim of acetabulum). Stem and head have been replaced due to pain. Also the liner have been swapped. Stem was proximally well integrated (where there is the coating) and distally loose (in general not a stem loosening because is a proximal fixation stem).